Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hard lumps, swelling and tenderness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching, and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noted that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported injecting a patient with juvéderm volbella with lidocaine in the tear troughs and lips. About 5 months later, the patient went through personal trauma and cried nonstop for 2 weeks. Patient developed hard lumps in the tear trough area which were tender to touch. Patient had noticed the symptoms 2 weeks prior to being reviewed. A week later, the patient was treated hyalase by a physician and the issue has reduced. There were no reactions to the lips. Later on, the patient's lips also started to swell and there are lumps. Patient is clearly having a reaction to the product and had another treatment with hylase 10 days after the last treatment. Symptoms are ongoing.

Event description:
Additional information: symptoms have not resolved. Patient looks a lot better and is happy to let it be and monitor the progress at the interim. Patient still has some small hardened lumps on their lips and troughs, but is not really visible now.

Manufacturer narrative:
Additional information: device history record found no significant anomalies. No deviations or non-conformances were found.